Manufacturer narrative:
Device has not been evaluated. The device is awaiting analysis at the repair depot. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device gets hot. There were no injuries reported as a result of this event.

Manufacturer narrative:
Laser markings have faded. Customer complaint regarding overheating was confirmed. The temperatures were as followed; t1 96f, t2 118f and t3 95f. Multiple components were preventatively replaced. The device was tested to specifications. If information is provided in the future, a supplemental report will be issued.